Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: a device history review was conducted for lot number 1020981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted to our facility was reviewed by our team of quality engineers. Our engineers were able to observe a separation between the needle paddle hub and the body of the catheter head. Currently all devices are subjected to automated inspection and a subsequent manual inspection for conformance to product specifications. If a separation, like the one experienced by your facility, is detected the offending unit will be removed from the manufacturing line and scrapped. As a precaution, the retention samples were also reviewed to confirm that no additional instances of this non-conformance could be identified. All retention samples were found to be normal with no observable non-conformations. Based on the available information our engineers were not able to determine the root cause for this non-conformance at the conclusion of our review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: when using, it was found that the needle base was not connected closely with the front end after opening the outer packaging, it was found that the needle holder and the front end were not connected tightly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: when using, it was found that the needle base was not connected closely with the front end after opening the outer packaging, it was found that the needle holder and the front end were not connected tightly.